Event description:
Recipient reported no sound from his processor while watching tv around (B)(6) 2019. There were no strange sounds or unusual auditory percepts prior to this and it occurred suddenly. There was no report of an accident or trauma, no changes in health or swelling at the implant site reported. Re-implantation was decided after an unremarkable medical assessment. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore in situ measurements show two channels with hi status and other electrodes with increased impedances since (B)(6) 2015 due to undetermined reasons. Other damages found during investigation are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient reported no sound from his processor while watching tv. There were no additional strange sounds or unusual auditory perceptions.